Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's reported that customer had been experiencing problem with high blood glucose and believer there is a problem with the delivery of the insulin pump. Customer's mother reported that they have had to treat customer's high blood glucose with manual injections. Customer's blood glucose at the time of call was at 403 mg/dl. Troubleshooting showed the insulin pump passed all testing. It was reported that the customer did not experience any problem with air bubbles or insulin leakage. Customer's mother reported that customer's blood glucose is fine during the first two day of infusion set usage, but starts to run high on the third day. Advised customer's mother speaks to the health care provider for assistance with site issues. Advised will send replacement insulin pump. Nothing further was reported.